Manufacturer narrative:
Internal complaint reference: (B)(4). (B)(6).

Event description:
It was reported that during the same procedure, three (3) 'multifix s-ultra' anchors broke. The anchors were not implanted. It is unknown how the procedure was completed. An unspecified surgical delay took place and no further complications were reported.

Event description:
It was reported that, during a procedure, a 'multifix s-ultra' anchor broke before implantation. It is unknown how the procedure was completed. An unspecified surgical delay was reported. No further complications were reported.

Manufacturer narrative:
H3, h6: part of the device was received for evaluation. A visual inspection of the instrument shows no manufacturing abnormalities. No snare wire or cross bar was returned with device. The sleeve and screw were returned on device. No anchor returned. Product was out of the original packaging. No packaging returned. The functional evaluation shows the deployment knob can be rotated and stop clockwise. The suture loading portion of the device was not returned and cannot be functionally tested. A review of the customer provided images shows three used multifix s-ultra 5.5mm devices. The one anchor that is pictured is not broken. There was no way to determine if the device contributed to the reported event. The complaint could not be confirmed as the condition the device was returned in does not allow for the evaluation of the reported complaint. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found the tensile strength, and material specifications are verified for compliance. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.